Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a restenosed lesion in a 90% stenosed, heavily calcified, heavily tortuous mid left circumflex coronary artery. A 2.5x18mm xience xpedition stent delivery system (sds) was advanced against resistance with the vessel and several unsuccessful attempts were made to cross the lesion. Force was applied and the proximal shaft kinked outside of the patient anatomy. During removal of the 2.5x18mm xience xpedition sds there was resistance with the vessel. There was no interaction of devices. A new xience sds was used to successfully complete the procedure. The patient outcome was satisfactory and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft kink was able to be confirmed. The reported failure to advance the device and the reported difficulty to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.